Event description:
Patient apparently pulled the outer lumen of his broviac (central line) catheter off at approximately 1 cm. From the insertion site (right femoral vein). Several cracks were also found .5 cm from insertion site. When his mother discovered the problem, she clamped the line immediately. The pt was evaluated in the clinic and admitted for broviac replacement. Broviac catheter was replaced without incident. Serious adverse event related to line used to infuse product not to the product itself. Dose or amount: 1066 units, frequency: daily, route: IV. Date of use: daily - different doses since birth. Diagnosis or reason for use: protein c deficiency.